Manufacturer narrative:
Quality assurance analysis of the returned device revealed that the balloon had a pinhole rupture in the proximal taper of the balloon. The c-flex had a hole in the same location as the hole in the balloon. Quality engineering concluded that the root cause of the balloon rupture was related to the high-pressure inflation of the balloon. Contrary to the IFU, the balloon was inflated beyond the recommended deployment and rated burst pressures. There is no indication in the complaint that any device defects were noted during preparation. Quality engineering concluded that no corrective action will be implemented as the IFU provides clear direction regarding stent deployment pressures and rated burst pressures. As part of out quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot wer reviewed and no abnormalities with a relationship to this issue were found. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a stent procedure, the balloon was inflated to 12 atm and it was not possible to achieve deflation. The physician then inflated to 18atm to rupture the balloon and removed it from the pt. Attempts to obtain further procedural info was unsuccessful.